Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: evaluation revealed that black box and alarm history shows several ¿cs052¿ alarms. A returned battery and cartridge cap was returned and used during investigation. Moisture corrosion is observed inside the pump on the display screen, inside the battery canister and on the battery cap. A leak test failed due a display lens leak. The pump powers up with a hard ¿cs052¿ alarm upon start up, reported ¿cs052/cs054/sleep¿ complaint is duplicated. The display screen contrast is dim and reddish. The pump¿s cover was removed, further moisture corrosion was found to the rf transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.